Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that, the customer had high blood glucose of 428 mg/dl due to forgetting to bolus for dinner. It was also reported that, her pump screen and it showed there was no sensor signal and sensor icon shows a red x. Customer stated that, the led blinked on and off. The customer treated high blood glucose with the bolus and declined troubleshooting for it. The device will be returned for analysis.